Event description:
A malfunction alarm with code malf 12 was reported, and while there was no adverse impact on the customer's blood glucose level, the customer received assistance from technical support. The customer called back for further troubleshooting, during which technical support offered pump reset information and guided the customer through the process. Later, the case was closed as no additional actions were required.